Event description:
The customer reported via phone call that he had to change the batteries once every three days. The customer's blood glucose was 150 mg/dl. The customer had contacted his doctor, and the doctor advised that he receive a replacement insulin pump. The customer declined troubleshooting for the issue. The customer was advised to call back when the issue occurred in order to prevent any further issues. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with high operating currents problem isolated to lcd board. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.